Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. Based on the information received the cause of the event cannot be determined. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a clinical trial patient was in complete heart block post operative day three following implant of 25mm aortic valve. A pacemaker was implanted on post operative day five. The issue was noted as resolved. The patient underwent aortic valve replacement for symptomatic, critical aortic stenosis. It was noted the patient had first-degree av block since the surgery. Early on post operative day three, there was a 20 second period of av wenckebach block with a narrow qrs appearance, followed by 2:1 av block and a period of complete heart block with an idioventricular escape rhythm. Patient was reported to be asymptomatic. Patient was reported to have no history of syncope in the past. Patient has to no overt congestive heart failure. Patient has no documentation of atrial fibrillation.